Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2022 where in the entire system was explanted.

Event description:
Related manufacturer report number 1627487-2022-07111,3006705815-2022-18994,3006705815-2022-18995 and 3006705815-2022-18996. It was reported an infection was present at the anchor site that spread to the leads and battery site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated.